Event description:
It was reported that the patient showed high lead impedance during diagnostics test. Patient was also having increase in seizures for the last 3 months which had been above baseline. It was recommended to the physician to turn the device off to avoid any possible future issues and asked her to take x-rays. Patient will be referred to a surgeon or a possible lead revision. Follow up with the nurse revealed that the patient keeps falling after her seizures, so it might have caused her leads to break but she cannot say for certain. No x-rays were taken. Patient's increase in seizures could be possibly related to high lead impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.